Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient's spouse that the patient passed away and alleges that "I don't think it even worked" and that when the patient passed away the cardiac resynchronization therapy defibrillator (crt-d) did not provide high voltage therapy. The cause of death was obtained from the coroners office and noted to be cardiac arrest due to coronary artery disease. Additional information related to the death was requested and not received.